Event description:
A nurse discovered that a pt's meter had been set to mg/dl. The meter had been set in mmol/l when given to the pt. The customer thought the blood glucose readings were higher than usual, but no adverse events were alleged as a result of the mg/dl readings. The meter was to be returned for eval.

Manufacturer narrative:
A product code and serial number for the meter were not provided, so it was not possible to determine a MFR date. The complaint was not made a potential MDR until more info could be obtained from the customer, so it will be submitted past the 30 day window.